Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 05/12/2017 to 09/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported the alaris system pc unit displayed error code 800.8000. It was reported there was no patient involvement.

Event description:
(B)(6). 8015 (B)(6) customer wanted to know how to clear this error code. Case resolution: flashing 8015 unit/ I explain to the customer that he needed to re flash the software to the 8015, and this will correct that 800.8000 error code. The customer said ok and ended the call.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 800.8000. Technical support - flashing 8015 unit/ I explain to the customer that he needed to re flash the software to the 8015, and this will correct that 800.8000 error code. A review of the device history record for sn 14908610 was performed from 05/12/2017 to 09/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support explain to the customer that he needed to re flash the software to the 8015, and this will correct that 800.8000 error code. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.